Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis with a blood glucose level of 500 mg/dl. Prior to the hospitalization customer was running high with a blood glucose level of 400 mg/dl and received a no delivery alarm. Customer did a set change to resolve the alarm, but blood glucose level continued to rise. A few days later the customer called to complete troubleshooting and blood glucose level was 258 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.